Event description:
It was reported that the patient had emergency surgery in 2007 due to the lead component of their implantable neurostimulator (ins) ¿shorting out¿. It was noted that a new physician performed the surgery due to the death of the patient¿s original physician in a car accident. It was reported that the new physician ¿fixed it¿ but that the patient stated that they never ¿really got to meet him¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# j0527484v, implanted: 2005-(B)(6), product type lead product ID 3031a, serial# (B)(4), product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2005-(B)(6), product type extension. (B)(4).